Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of incident was more than 500 mg/dl. Customer¿s current blood glucose level was 500 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of high blood glucose event. Customer stated that the insertion site part of quick release was broken, the cannula was bent and kinked. Customer stated that the reason why they think that they were not getting insulin was the leaking part. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.